Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 90% stenosed lesion was located in a calcified and moderately tortuous distal right coronary artery. The lesion was predilated and the physician initially attempted to place a non-bsc stent but was unable to cross the lesion. The physician then inserted a taxus express2 2.5x24mm drug eluting stent, but again encountered difficulty crossing the lesion. The device was removed from the pt and the physician noted that the stent had moved on the balloon. The procedure was completed with another device. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.